Event description:
The customer reports that during a procedure, the cassette started to leak onto the sensor, which then caused a system error message. The procedure was competed with an alternate system, there was no pt harm. Further info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).